Event description:
The patient reported that their pump was not flipped and was fillable, but the pump was migrating from the abdominal area and ¿trying to go between the rib and the skin and was tilting forward¿. The patient stated the pump could be manipulated around. The patient further noted that the pump was fine at the time of the report, and they were to go in for a refill next week. The medication infused was dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8578, serial # (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8703, lot # j93117836, implanted: (B)(6) 1993, product type catheter. (B)(4).